Manufacturer narrative:
(B)(4). Additional information: date of event. The recipient's device was repositioned on (B)(6) 2016. Advanced bionics considers the investigation into this reportable event as closed. The recipient is using the device. The recipient remains implanted. This is the final report.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
The recipient reportedly experienced device migration. The recipient's device was repositioned. The recipient is reportedly doing well.